Manufacturer narrative:
A user facility reported, "laparoscopic dissector tip broke off in patient. Tip was retrieved and no injury occurred to patient." Deroyal industries, inc. Requested the return of the device but it was unavailable for return. A supplier corrective action request (scar) will be issued to the supplier. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information becomes available.

Event description:
A user facility reported, "laparoscopic dissector tip broke off in patient. Tip was retrieved and no injury occurred to patient."

Manufacturer narrative:
A user facility reported, "laparoscopic dissector tip broke off in patient. Tip was retrieved and no injury occurred to patient." Deroyal industries, inc. Requested the return of the device but it was unavailable for return. Deroyal reviewed the work order for the lot number of the device and found no issues. An inventory check was performed on 16 cases of finished product and 100 eaches of the raw material from the supplier and all were found to be acceptable. The risk analysis was reviewed and was found to be up to date and did not require any updates. A supplier corrective action request (scar) will be issued to the supplier, (B)(4). The supplier reviewed the device history record, manufacturing process, and complaint records. The inventory and work in process product were also reviewed and found to be within manufacturing specifications. Root cause: while no sample was able to be returned, because of a previous complaint of this nature, the supplier determined the root cause to be an inadequate glue application on the dissector. With the previous complaint, it was discovered that there was a lack of compliance with the procedure. Actions were taken as stated below, but the supplier noted that this work order took place prior to the corrective actions. Corrective and preventive actions: because of the lack of compliance to the procedure, retraining was conducted on the gluing work instructions and states that all work personnel should be retrained every six months on the procedure as well as with training videos showing the proper gluing assembly. Periodic refresher training has also been implemented for inspection associates to ensure consistent understanding of inspection criteria to review the gluing assembly. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.